Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that an occlusion occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 244-248 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.